Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. The pre-op history and physical notes indicate that x-rays demonstrate some femoral loosening and osteolysis.

Manufacturer narrative:
The report states: patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. The pre-op history and physical notes indicate that x-rays demonstrate some femoral loosening and osteolysis. Doi: (B)(6) 2006 - dor: (B)(4) 2011 (left hip). Examination of the reports device was not possible as it was not returned to depuy. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. Additionally, research using the as400 system shows other devices from the reported lot as delivered and can reasonably conclude as implanted without issue as no further report of any kind have been received. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.